Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used, but it cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenvideoscope distal end is shaved and it had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: control unit has discoloration; grip has discoloration; switch box has discoloration; air/water cylinder has no color; suction cylinder has no color; right/left knob has discoloration; upwards/downwards knob has discoloration; plug unit has a crack; the cover of light guide bundle is damaged; light guide lens has a crack; distal end is shaved; distal end has residual liquid; due to annual inspection, parts must be replaced; adhesive around objective lens has discoloration; water tightness of forceps elevator is lost; and universal cord has a scratch. Should additional relevant information become available, a supplemental report will be submitted.